Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was verified at the level of the replacement y-connector. The cause is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set c an external blood leak was observed from the multi connector-y replacement. There was no patient injury or medical intervention associated with this event. No additional information is available.